Event description:
This is a report of a patient who experienced recurrent peritonitis coincident with therapy for peritoneal dialysis. The patient¿s catheter was removed and the patient was scheduled to start hemodialysis for about six weeks. Following the initial signs of peritonitis, the patient experienced three consecutive episodes of recurrent peritonitis. Treatment information was not reported and it was unknown if the patient had recovered from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the patient experienced peritonitis on an unspecified date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.